Event description:
Baxter product surveillance received a report that a transfer set had broken occluder feet. The transfer set had been in place for 3 months. The pt had been on peritoneal dialysis since 03/24/2003. There was no pt injury or medical intervention associated with this incident.